Event description:
It was reported that patient notifier was received for high, out of range, pacing lead impedance measurements. Fracture was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.